Event description:
It was reported that this right ventricular (rv) lead delivered anti-tachycardia pacing (atp). Technical services (ts) was consulted and explain the atp didn't appear to have captured when delivered and the threshold had risen. The rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.